Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump kept alarming battery out limit. Customer stated he was near the pool side and the device might have gotten wet. Some of the buttons are stuck, he changed the battery and now it continues to alarm battery error. Customer's blood glucose was unknown, but most recent was 152 mg/dl. Initiated with troubleshooting for battery out limit alarms and due the buttons not responding troubleshooting for keypad anomaly was done. The esc button wasn't working. The device might have been exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.